Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with unknown blood glucose values at the time of the incidents. The customer was at 500 mg/dl at the time of the call, but was not using the pump. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had highs of 400 to 500 mg/dl. Customer also reported crimping cannulas, belt clip damage, and serter issues. The insulin pump will not be returned for analysis.